Manufacturer narrative:
Device is combination product. Patient identifier - (B)(6). Device evaluated by manufacturer - the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). Same case as: 2134265-2011-01834. It was reported that post a coronary stenting treatment procedure, the patient experienced thrombosis. The patient presented with stemi and cardiogenic shock. The 100% stenosed target lesion was 2.0mm in diameter and 28mm long located in the proximal right coronary artery (rca). The lesion was treated with thrombectomy, predilation and placement of a 3.0x28mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. The patient experienced abrupt closure with timi 0 flow following post dilation. Thrombus was noted which was treated with repeat thrombectomy with restoration of timi 2 flow. The patient was discharged on aspirin and prasugrel